Event description:
It was reported that the device displayed error code 4486. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "the unit has an error code is displayed¿ was not confirmed. Further investigation found the downstream occlusion (dso) seal was degraded. The device and software were updated for better operation and to avoid future errors. The dso was replaced. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.